Event description:
It was reported that the tpn infusion was changed to d10w (500ml), between 1500-1900 utilizing the same tpn tubing and programmed the rate at 3.4 ml/hr. At 1900 it was noted that the infant's IV was infiltrated; the IV access was discontinued along with the tubing. At 1930 the nurse noticed that the infant¿s neuro status had changed, and based on clinical presentation and lab work, an over infusion was determined to have occurred. There were no alarms, and it was confirmed that all the tubing was secured in the devices prior to the event. The 500ml bag was approximately half full when the IV was discarded. The customer stated ¿there was an adverse event with significant harm to the preemie infant however no additional event details were provided. The devices were not removed from service until the following am. The biomed noted that the pm for the lvp showed a ¿fail¿ iui test result; the device detected 5 devices instead of 3 since all the devices were connected/attached when the lvp was tested.

Manufacturer narrative:
Additional information added to: device manufacture date. The customer¿s report of an overinfusion was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. A review of the device error logs found no errors during the time period of the reported event. Between 1500 ¿ 1900 on (B)(6) 2019 approximately 13.176ml was recorded as delivered. The pump module and the disposable set were not returned for investigation. The root cause was not identified. No device received-log review only.

Event description:
It was reported that the rn changed the tpn solution to d10w (500ml) between 1500-1900 utilizing the same tpn tubing and programmed the rate at 3.4 ml/hr. At 1900 it was noted that the infants IV infiltrated, the rn discontinue the IV access along with the tubing. At 1930 the rn noticed that the infant¿s neuro status changed, the rn stated; ¿based on clinical presentation and lab work, over infusion was determined¿. The rn was unaware of any alarms, and confirmed all tubing¿s were secured in the devices prior to the event. The rn noted that the 500ml bag was only approximately half full when the IV was discarded. The customer stated; ¿there was an adverse event with significant harm to the preemie infant however no additional event details were provided. The devices were not removed from service until the following am. Biomed stated ; "the pm for the lvp shows ¿fail¿ ¿ it was the iui test detecting 5 devices (instead of 3) since all devices were connected/attached when I tested the lvp. "

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided by customer model/lot not provided.

Event description:
It was reported that the rn changed the tpn solution to d10w (500ml) between 1500-1900 utilizing the same tpn tubing and programmed the rate at 3.4 ml/hr. At 1900 it was noted that the infants IV infiltrated, the rn discontinue the IV access along with the tubing. At 1930 the rn noticed that the infant¿s neuro status changed, the rn stated; ¿based on clinical presentation and lab work, over infusion was determined¿. The rn was unaware of any alarms, and confirmed all tubing¿s were secured in the devices prior to the event. The rn noted that the 500ml bag was only approximately half full when the IV was discarded. The customer stated; ¿there was an adverse event with significant harm to the preemie infant however no additional event details were provided. The devices were not removed from service until the following am. Biomed stated ; "the pm for the lvp shows ¿fail¿ ¿ it was the iui test detecting 5 devices (instead of 3) since all devices were connected/attached when I tested the lvp. "